Event description:
While infusing important medication, a pressor, with a sigma pump, which was plugged into an ac alternating current outlet, the pump suddenly powered down and an alarm stated: system failure. There were no prior alerts or alarms indicating a problem. This was dangerous for the patient because they were without medication while the pump had to be reprogrammed including pt. Weight/dosage, etc. Pump was restarted without difficulty, but the same thing occurred again with same pump while patient was in CT scanner with no new pumps available.======================manufacturer response for infusion pump, spectrum ======================door not being closed properly after tubing insertion or link switch not properly aligned.